Event description:
Customer reported that six samples, with previously reported positive antibody screens in manual gel, were tested on the provue. Three of the samples (anti-fya, anti-d, and a warm autoantibody) had negative antibody screens on the provue. Testing was performed on this provue analyzer as part of troubleshooting to confirm a false negative issue on the customer's other provue. No results were reported for this instrument.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked the alignment of the reader camera, checked the centrifuge speed, replaced the syringe and wash station, and cleaned the probe. The fe performed all required adjustments and ran diagnostics without any error codes. The customer ran and passed controls. Investigation files sent to cts-us second level support for further investigation. As per cts-us second level support - log file investigated as well as available images indicate the provue is operating as expected related to sample testing. Subsequent issues identified in the log review related to fluidics does not likely contribute to this issue as there were no errors during the processing of these samples. Those issues were addressed in order to optimize the system. (B)(4).